Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was not turning on when the switch was flipped. The system was plugged into a known good wall outlet. The site representative did not hear any noise coming from the system when attempting to turn it on. The monitors remained black and no fan from the computer was heard. There was no patient present when this issue was identified.

Manufacturer narrative:
During the system checkout, the medtronic representative reported that he reconnected the power cable into the isolation transformer, as it was disconnected. He tightened the strain relief where the cord goes into the system and the issue was resolved. The transformer was not replaced or returned. If information is provided in the future, a supplemental report will be issued.